Event description:
It was reported that rep gave surgeon an alumina c-taper 32mm head for citation tmzf #5 left which resulted in failure in 28 months, shattering the ceramic liner, leaving a hole in the head and wearing the trunnion down to a nub.